Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, manifested by turbid liquid and abdominal pain. The patient was hospitalized for this event on the same day. On an unknown date, the patient was treated with tienam (intravenously, dosage and frequency not reported) and amikacin (intravenously, dosage and frequency not reported). The patient was still hospitalized and recovering from the event at the time of the report. It was not reported if pd therapy was ongoing. No additional information is available.